Manufacturer narrative:
Per the clinic, the patient experienced an episode of meningitis, reported to have first occurred on (B)(6) 2021, 2 weeks post-implantation. After diagnosis, the patient was hospitalized for a duration of 21 days in order to receive treatment. Microbial cultures were taken from the patient's cerebrospinal fluid. The results of the cultures showed the presence of rare growth moraxella nonliquefaciens. The patient was treated with intravenous antibiotics (type not reported) followed by oral antibiotics (type not reported). Following treatment, the meningitis symptoms were controlled and the patient recovered. During the cochlear implantation surgery, it was reported that the patient had csf leak at surgery and was managed by placing a lumbar drain prior to implantation. The receiver stimulator was not drilled to the dura, and no surgical complications were reported. A 1mm cochleostomy was performed for insertion, and was packed with temporal muscle followed by extra layers of alloderm & gel foam. It wsa reported that the patient received pcv-13 series [(B)(6) 2021 and (B)(6) 2020] immunization prior to implantation. The patient's aetiology consist of x-linked nonsyndromic deafness type 2, gene mutation pou3f4 and bilateral dysplasia cochleas and vestibules with prominently widened cochlear apertures. The patient does not have a preimplantation history of meningitis, nor any cfs leaks that predates the cochlear implant. Additionally, the patient does not have a history of immunosuppressive conditions. The patient is currently successfully using their cochlear device and has made a full recovery. This report is submitted november 18, 2021.

Manufacturer narrative:
This report is submitted on june 01, 2021.

Event description:
Per the clinic, the patient experienced an episode of meningitis in (B)(6) 2021 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.